Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed the cause was not fully determined. The blade was plugged into a test ranger monitor and the monitor was powered on; no image appeared. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a ranger gvl 4, there was no image on the monitor. A delay in the procedure of unknown duration occurred as the same device was made to work. No harm to patient or user was reported.